Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip - vc perforation, unable to retrieve -updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the 11oct2007, inferior vena cava filter retrieval: successful attempt at removal of the tulip filter from the right internal jugular vein. Despite attempts for approximately 15-20 minutes and engaging the filter hook, although the filter could be collapsed, the distal struts could not be covered with the sheath, and therefore, the filter could not be removed".

Event description:
No additional information has been received. See additional manufacturer narrative in section h.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Upon further review of plaintiff event information, it was noted that this patient's event information was inadvertently reported under more than one manufacturer report # sequence (1820334-2019-00395 and 1820334-2019-01007). As a result, this correction medwatch report is being sent to correct this error for the patient's event. All future correspondence for this patient's event will be reported under this manufacturer report # 1820334-2019-01007, and any relevant patient event information that was previously submitted under 1820334-2019-00395 is now captured under 1820334-2019-01007. Any previous correspondence that was submitted for this patients event information under 1820334-2019-00395 should be deemed as voided. The following fields were updated: b5 and h6. Additional information: investigation the investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been removed from the investigation: vena cava perforation, difficult to retrieve. The previous allegations of vena cava perforation and difficult retrieval have been removed, and no further allegations have been made against this device. 10 devices in lot. No relevant notes on wo for device (igtcfs-65-jug) lot# 1860740. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2007 via the right jugular due to thrombosis. Patient alleges vena cava perforation without further details. A retrieval attempt was reportedly performed on (B)(6) 2007, but was unsuccessful. Currently, there are no future plans for removal. Hospital and medical records have been requested but not yet provided.